Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during priming it was discovered that the connector at the y site was cracked and leakage occurred, foreign matter in tube also discovered with a bd phaseal¿ secondary set (c62). The following information was provided by the initial reporter: during priming of c62, the pharmacist noticed leaking has occurred. But could not make out from where the leak is coming from. There is also a crack at the connector at the y site. And also noticed a foreign material present in the tube.

Manufacturer narrative:
H.6. Investigation summary one sample and two photos were provided to our quality team for investigation. The final product for lot ta11681 is assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the product for evaluation. Upon visually inspecting the sample and photos, a crack was observed in the y-site and there was a small burn identified in the spike near the connection tubing. Retained samples were used for additional evaluation, there were no visual defects noted and all product was manufactured according to specification. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunctions. Based on available information, the crack was determined to likely have occurred as a result of excessive force by the operator when connecting the connector piece to the y-site. While we could not identify a direct issue related to the burn in the spike, it was determined this issue was not properly detected during incoming inspection of the raw material. CAPA 1382647 was opened to further address these issues. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that during priming it was discovered that the connector at the y site was cracked and leakage occurred, foreign matter in tube also discovered with a bd phaseal¿ secondary set (c62). The following information was provided by the initial reporter: during priming of c62, the pharmacist noticed leaking has occurred. But could not make out from where the leak is coming from. There is also a crack at the connector at the y site. And also noticed a foreign material present in the tube.